Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during transabdominal preperitoneal procedure, the needle detached. The event occurred during the procedure but the product was not used for patient. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the sample noted one needle and one suture upon microscopic inspection, instrument marks were noted at the swaged end of the needle and the swage was flattened. As no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. The needle should always be held in the middle where the diameter is greatest. Grasping the needle near the swaged end could cause bends or breaks, or damage the connection between the needle and suture. If information is provided in the future, a supplemental report will be issued.